Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint system.

Event description:
It was reported that during a surgical procedure at the user facility, the blades used with the saw were breaking. There was no report of any blade pieces entering the surgical site. The user facility disposed of the blades. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.